Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited flickering image, scope communication error code (e216) and nozzle - clog (foreign material). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the flickering image, scope communication error code (e216) was cause traced to component failure and for nozzle - clog (foreign material) was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.